Event description:
Information received by medtronic indicated that the insulin pump battery was low after setting time and self-test. Customer stated that the battery was new. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2018 customer alleged battery lasts less than expected (charging battery anomaly), low battery alarm. Insulin pump received with failed battery test after insert battery. Unable to perform operating currents, self-test, unexpected restart alarm error, and displacement test or verify charging battery anomaly due to failed battery test alarm. Pump history download using thds was successful. However, there is no data available on event date ((B)(6) 2018), unable to perform data analysis for low battery complaint. Pump was cut and open found moisture damage on lcd board. Swapping out test interface boards confirms failed battery test is isolated to lcd board. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm battery lasts less than expected (charging battery anomaly), low battery alarm due to failed battery alarm test alarm. Insulin pump received with failed battery alarm test due to moisture damage on lcd board confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.